Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 5 message. On march 25, 2009, this medical affairs specialist contacted the patient to clarify info obtained during the initial call. Before the day of the incident, the pt was testing once per day and sometimes more if she started to feel symptoms. The pt takes 45 units of novolin insulin per day and does not usually have a sliding scale. On the day prior to original date at 5pm, the pt was reportedly not feeling well (headaches and dizzy) while she attempted to test her blood glucose but was getting error 5 messages. Reportedly, the pt took her usual 45 units of novolin at the time of concern. Twelve hours later, the pt developed symptoms described as "tired and thirsty". The pt indicated that she was not able to test her blood glucose at this point and decided on her own to take an increase 15 units of novolin. The symptoms eventually abated. The pt did not test on any other meter at the time of concern. As of two days after the original date, the pt indicated that her doctor has requested that she test her blood glucose twice per day. Her diabetes medication regimen has not changed prior to or after the day of the incident. During troubleshooting, the error 5 message was resolved with training. This complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hyperglycemia and received medical intervention accordingly after the pt was unable to test her blood glucose, due to the error 5 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs ) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.